Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The electrode belt was found to have a defective cable from ECG c to the distribution node. This caused the side-to-side channel to be noisy and distorted when the cable was manipulated. The cable was reconditioned and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unk, but appeared to be caused by stretching of the cable due to patient use. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.

Event description:
The nurse from the emergency room contacted lifecor customer support to report that a female patient had been treated. Support walked the patient through a download. Download revealed a lot of noise. Patient was gelled and then treated. After treatment she started to use the response buttons. Patient was released from the hospital and a lifecor patient services rep (psr) was sent to the patient the next day to replace the electrode belt and garment.